Event description:
Same case as MDR ID 2134265-2014-06175. It was reported that plaque shifting occurred. The target lesion was located in the left anterior descending artery (lad). An unspecified promus premier¿ stent was advanced and placed in the lad and plaque shift was noted over into the ostial circumflex. The physician advanced a 3.00mm x 8mm promus premier¿ stent to the ostial circumflex. When negative pressure was applied on the balloon there was blood coming back indicating a leak in the system. The physician pulled the stent out and noted that the shaft of the stent had separated at the transition point of the hypotube and the distal segment. The whole system was pulled out with the device in the guide catheter and the procedure was completed using a non bsc stent. No patient complications were reported and the patients status was fine.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).